Manufacturer narrative:
For report reference 3014585508-2026-15335-01, h11 was updated with the following information: the physical device has not been returned.

Manufacturer narrative:
D4 lot and serial numbers were updated. Lot release was found to have met all acceptance criteria. Cloud data was updated. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The french prestataire (fp) reported that a patient experienced a severe discrepancy between capillary blood glucose and sensor readings, which contributed to ketosis and required hospitalization. At approximately 08:30, the patient measured a capillary blood glucose of 4.76 g/l (476 mg/dl), while the fsl2 sensor simultaneously showed 0.52 g/l (52 mg/dl). These falsely low sensor values caused the insulin pump to suspend insulin delivery. The patient subsequently developed fatigue and nausea, and ketone levels rose to 2.9 mmol/l (29 mg/dl), consistent with ketoacidosis. Medical attention was sought on (B)(6) 2026, and the patient received subcutaneous insulin. The hospitalization lasted one day, with discharge on the same date. The fp noted that this event followed other similar reports involving sensor¿capillary glucose discrepancies. It is unknown whether the patient was wearing the pod during hospitalization, unknown where the pod was placed, and unknown how long the pod had been in use.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis / hypoglycemia event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data from the user for the day of 13mar2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. An automated delivery restriction alert was generated at 08:35 due to the automated algorithm pausing microbolus delivery for an extended period in response to low estimated glucose values. The system transitioned to automated mode: limited upon generation of the alert and immediately began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate, regardless of estimated glucose values received as expected until the alert was acknowledged and the system transitioned to manual mode at 08:45. While in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. No evidence of an overdelivery of insulin was observed in the available cloud data. It could not be conclusively determined if the sensor was correctly reading the user's glucose values and sending the correct information to the pod. The exact cause of the reported incorrect sensor values could not be determined from the available data.